Manufacturer narrative:
A2) patient age - average: 68 years (thrombus group), 73 years (no thrombus group). A3a-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defect (occlusion) and thrombus are listed as potential adverse events with use of the elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 16dec2024) ¿association between lipid-rich plaques and thrombus formation after excimer laser coronary angioplasty in in-stent restenosis and de novo lesions¿¿. The study retrospectively aimed to evaluate the impact of lipid-rich plaque in both in-stent restenosis (isr) and de novo lesions on thrombus formation and transient no-reflow after elca. A total of 120 consecutive lesions in 115 patients who underwent pci with elca were enrolled in the study between january 2014 and december 2020. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 9 patients who experienced elca induced thrombus formation and 4 patients who experienced no-reflow. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 16dec2024 has been used, the date of publication. Nakano t, ikenaga h, takeda a, et al. Association between lipid-rich plaques and thrombus formation after excimer laser coronary angioplasty in in-stent restenosis and de novo lesions. Lasers in medical science. 2024;39:295. Https://doi.org/10.1007/s10103-024-04265-y. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.